Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. Motor position encoder error alarm was confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 89 mg/dl at the time of incident. Troubleshooting did not occur. The customer stated that the insulin pump was not exposed to high magnetic field. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer mentioned that they had an old insulin pump but the insulin pump did not pass the rewind phase and was unable to get her settings. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.